Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. Lens tear (noted during/after loading, delivery, implantation) - there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that during an implantable collamer lens (icl) implantation procedure, the lens tore /broke during injection/delivery into the eye. On a separate day due to the lens tear/break during injection/delivery into the eye, the lens was explanted. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
E1 - name and address: USA corrected to canada in initial MDR. Claim # (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injection/delivery into the eye. On a separate day due to the lens tear/break during injection/delivery into the eye, the lens was explanted. Additional information provided "torn haptic caused hemorrhage. Icl explanted". The problem was resolved. Cause of the event is unknown. D4 - serial #: (B)(6) corrected to (B)(6). G4 - premarket identification PMA/510(k): p030016 combination product correct to no in initial cl. H6 - 4581: hyphema. Claim #: (B)(4).